Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate sense channel, which resulted in 4 non-sustained ventricular tachycardia episodes. These episodes occurred at night, while the patient was sleeping in a recliner. It was reported that the patient is a loud snorer, and discussed that as the possible source for the noise. All lead measurements have remained stable. The episodes lasted 4 seconds, and did not result in symptoms. A boston scientific crm technical services (ts) consultant discussed decreasing the sensitivity to least, and recommended dft testing to ensure adequate capture.